Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were about to cut the bronchus and opened the safety switch of the device in a thoracoscopic and laparoscopic left lower lobar resection, the staples could not be fired. They also noted that they were able to press the green button, but unable to squeeze the handle. They used a new staple cartridge to resolve the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.